Event description:
A customer reported leakage during a procedure. No additional information was provided. Additional information has been requested regarding patient impact and details of the reported event.

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).